Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the light guide lens inside was discolored. In addition, dark image due to broken ccd lens, el connector leakage, angulation in the up direction out of standard, bending section cover adhesive broken, connecting tube dent, connecting tube corrugated, and section cover deform were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis lucera duodenovideoscope light guide lens is broken. The event occurred during preparation for use, prior to a diagnostic operation. A similar device was used to complete the operation. During a standard service inspection of the customer returned device, the light guide lens inside was discolored. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.